Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model # sc-1132, serial/lot # (B)(4), description: precision spectra implantable pulse generator. Date of event: (B)(6) 2016. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a heart attack and passed away. No further information can be obtained.